Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician advanced the lantern through a non-penumbra sheath. While advancing a ruby coil through the lantern, the physician found the proximal end of the lantern to be broken but remained in one piece. Therefore, the physician retracted the ruby coil and the lantern back into the sheath and removed the whole system. The procedure was completed using two vascular plugs with the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was fractured approximately 18.0 cm from the hub. The lantern was fractured approximately 3.0 cm from the distal tip and fractured segment was knotted. The fractured lantern was ovalized in multiple locations. Conclusions: evaluation of the returned lantern revealed that the catheter was fractured. If the device is forcefully manipulated during use, damage such as a fracture may occur. Further evaluation of the returned lantern also revealed that the distal tip of lantern was fractured and knotted. This fracture likely occurred during post-procedure as the complaint only reported a proximal fracture on the lantern. Further evaluation also revealed that the fractured distal portion of the catheter shaft was ovalized. This ovalization was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.